Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model #: unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #:unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Initial reporter phone number: unknown/not provided the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will not be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Joshua d. Levinson, annette l. Giangiacomo, allen d. Beck, paul b. Pruett, hillary m. Superak, michael j. Lynn, and anastasios p. Costarides (2015) glaucoma drainage devices: risk of exposure and infection am j ophthalmol 2015;160(3):516¿521. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in the publication that 16 eyes implanted with baerveldt device developed device exposure. 6 eyes with unknown device implanted developed endophthalmitis, and 2 eyes implanted with unknown device developed suspected endophthalmitis. No additional information was provided.